Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned to terumo medical corporation. The returned sample includes the polyfoil pouch, carrier tube, hemostasis sheath and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor and collagen. The carrier tube and hemostasis sheath are disassembled. The carrier tube is cut to expose the tamper tube. The complaint can be confirmed for a nondeployment device pullout. The anchor collagen and tamper tube were found in the returned device and able to be deployed. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: invasive cath lab inventory manager the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal dilator and sheath were put together and inserted and found proper blood return. They grabbed the device to install into the sheath, it went in and when they went to pull back nothing was there, no anchor, no collagen, no string. Pressure was held with no issue. There was no patient harm, and the patient was stable. There was no blood loss. Additional information was received on 03jul2025: the procedure performed for the patient prior to the use of the angio-seal was a peripheral angio. A 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, everything went in as normal. A pre-deployment angiogram was performed.